Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The root cause of the reported "ruptured reservoir" will be identified/addressed through the CAPA investigation, (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor singleday device had ruptured during filling. According to the report, the device was to be filled with 50ml of solution; however, after 20ml had been filled, the reservoir had ruptured and the solution remained inside the housing. There was no patient involvement. No additional information is available.